Event description:
For the index procedure, the patient was status post cardiac catheterization, which revealed multiple high-grade (95%) stenoses in the right coronary artery as well as a moderate-to-severe stenosis in the left circumflex coronary artery. The patient also ruled in for myocardial infarction with positive troponins and positive cpk. The patient was admitted for intracoronary stenting of the right coronary artery. An existing right femoral artery 5-french sheath was removed and a 6-french sheath was exchanged. Subsequently, a 6-french jr4 guiding catheter was used to engage the right coronary artery. A grand slam wire was used to cross through multiple stenoses in the right coronary artery. The wire extended into posterolateral. A second wire was used as well and placed down the posterior descending artery (pda) in order to protect the small pda. Pre-dilatation was achieved with a 3.0 x 15 mc voyager balloon in the distal vessel.

Manufacturer narrative:
Please note, the hypotension event experienced by the patient and reported in the initial MDR report, is no longer considered a complaint, therefore, such event is not MDR reportable. Subsequently, a 3.5 x 33 cypher drug-eluting stent was placed in the mid to proximal vessel and a third cypher, 3.5 x 23mm, was placed in an overlapping fashion in the proximal portion of the right coronary artery. The mid and proximal right coronary artery stents were post dilated at 4.5 x 20 quantum maverick to 12 atmospheres, which is a 4.5 diameter balloon. All stenoses were reduced to less than 0% residual stenoses. There was no loss of the posterior descending artery. There was timi-3 flow down the posterior descending artery post-procedure. This right coronary artery lesions were type b1 lesion and de novo. Information received from the cypress study and the cardiac catheterization transcription indicated that a patient experienced a peri-procedural myocardial infarction after having coronary artery stents implanted. The indication for the procedure was non-st-segment elevation acute coronary syndrome. The patient's medical history is significant for angina, coronary artery disease, hyperlipidemia, hypertension, smoking and allergies. The target lesion was a diffusely diseased right coronary artery, proximal to distal, (rca). The distal rca was treated first and described as de novo and 95% stenosed. The lesion was pre-dilated followed by the implant of a 3.5mm x 23mm cypher stent at 22 atms. The stent was post-dilated per routine protocol and the reported residual stenosis was 0%. The mid rca was described as de novo and 90% stenosed. The lesion was direct stented with a 3.5mm x 33m cypher stent at 20 atms. A third cypher (3.0mm x 28mm) was then implanted proximal and overlapping the second cypher at 12 atms, to treat the more 95% stenosis of the proximal rca. The stents were post-dilated and the reported residual for all lesions was 0%. Post-procedure, as indicated in the database, the cardiac enzymes were elevated. According to the procedure transcription the patient ruled in for a myocardial infarction. The devices were not available for evaluation. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15105348 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. This action (inherent risk of the procedure) combined with; vessel characteristics and/or procedural factors may have contributed to the event. This is one of three devices used in the same patient and reported under manufacturing report numbers 3003742446-2011-00355, 3003742446-2011-00356 and 3003742446-2011-00357.

Manufacturer narrative:
For the index procedure, the patient was admitted with silent ischemia. A 95% stenosis in the proximal right coronary artery (rca) was pre-dilated with a 3.0 x 15mm balloon at 18atm. A 3.0 x 28mm cypher stent was deployed at 12atm successfully. This type b1 lesion was de novo and 20mm long. The stent was post-dilated with a 3.25 x 20mm balloon at 22 atm per standard practice. A 90% stenosis in the proximal rca was also treated. The type b1 lesion was de novo and 30mm long. The lesion was not pre-dilated. A 3.5 x 33mm cypher stent was deployed at 20atm successfully. The stent was post-dilated with a 4.5 x 20mm balloon at 18atm. A 95% stenosis in the distal rca was also treated. The type b1 lesion was de novo and 20mm long. The lesion was pre-dilated with a 3.0 x 15mm balloon at 18atm. A 3.5 x 23mm cypher stent was successfully deployed at 22atm. The stent was post-dilated with a 4.5 x 20mm balloon at 18atm. All three stents were overlapping. There was no angiographic complication or device malfunction with any of the cypher stents. Concomitant medical products: lisinopril 20mg start: (B)(6) 2010, hydrochlorothiazide 12.5mg start: 2001, coreg 25mg start: (B)(6) 2010, ferrous gluconate 324mg start: (B)(6) 2010, potassium chloride 10meq start (B)(6) 2010 and zocor 80mg start (B)(6) 2010. This is one of three devices used in the same patient and reported under manufacturer report numbers 3003742446-2011-00355, 3003742446-2011-00356 and 3003742446-2011-00357. Additional information will be submitted within 30 days from receipt.

Event description:
The information received from the (B)(4) study indicated that the day of the index procedure, the patient experienced low blood pressure post-catheterization. The event was managed medically only and resolved the same day. The event was reported to be of moderate severity, probable related to the index procedure and unrelated to the cypher stents and the study drug. Intra and post-procedure cardiac enzymes were elevated as follows: (B)(6) 2010 16:51 24 hr clock: troponin I 0.47 (ul: 0.09 ng/ml), (B)(6) 2010 04:20 24 hr clock: troponin I 1.09 (ul: 0.09 ng/ml), (B)(6) 2010 12:55 24 hr clock ck-mb 10.9 (ul: 3.6 ng/ml) and troponin I 1.55 (ul: 0.09 ng/ml), (B)(6) 2010 11:15 24 hr clock: ck-mb 6.5 (ul: 3.6 ng/ml) (B)(6) 2010 10:30 24 hr clock: ck-mb 10.1 (3.6 ng/ml).